Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03043. It was reported that patient presented to the emergency room with non-sustained ventricular tachycardia, and recorded episodes of sensing noise exhibited by the right atrial and ventricular leads, resulting in pacing inhibition. The patient may have undergone unrelated medical procedures during the dates that noise was recorded. No interventions were reported. The patient was stable and will continue to be monitored.